Event description:
It was reported that a flogard infusion pump alarmed f-38. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an alarm log review. The f-38 alarm was confirmed via the alarm log review. The cause of the f-38 alarm was determined be damaged force sensing resistors. The device was swapped in order to resolve the condition. Should additional relevant information become available, a supplemental report will be submitted.